Event description:
It was reported that the right atrial (ra) lead became dislodged following the implant procedure. An x-ray was performed to confirm the dislodgement. The lead was repositioned and the lead measurements were within normal limits. No additional adverse patient effects were reported.